Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was above 500 mg/dl. The customer did not have alternate therapy available at the time of the event. The customer was unable to clear the alarm. Reportedly, the customer obtained manual injections as alternate therapy.